Manufacturer narrative:
An image returned: photo 1; image shows a portion of an endeavor resolute shelf carton and the luer and stent of a device. Deformation is evident to the middle and distal stent wraps with the struts appearing bunched. The stent is not positioned between the markerband as per specifications. The stent appears to have moved proximally from the distal marker band and over the proximal marker band. The lot number printed on the luer corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a severely tortuous and calcified lesion located in the mid circumflex artery, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. Negative prep was performed with no issued noted. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image of the device was received; based on the image, the stent was noted to be damaged. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.